Manufacturer narrative:
Submit date: 2017-10-03.

Event description:
According to the reporter, the enteral feeding pump showed an error and shuts down.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of shutting down. The unit was triaged and the reported issue was not confirmed however it was noted that the battery was outdated and needed to be replaced because it was unable to hold a charge. This is typical routine maintenance. The unit has been repaired, tested and recertified. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.